Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a hole in the device was noted. When the physician pulled negative on an apex balloon, bubbles appeared in the inflation device indicating there was a hole in the balloon or catheter. The procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).